Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: neu _unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-jun-2019, (B)(4); product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 05-jun-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient had a revision of their spinal cord stimulator (scs) with removal of their percutaneous lead and repositioning of the paddle electrode. No further complications were reported. No patient symptoms were reported.